Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service due to high dft's due to chronic lead position-the lead was out of position. A new cpi (0125) lead was implanted.